Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on an unspecified date was 597 mg/dl with extreme drowsiness. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the pump's am/pm time setting was incorrectly set. There was no indication or allegation of a device malfunction. This complaint is being reported because the alleged serious health event was attributed to a use error.